Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and unspecified alarm. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error, erogenous alarm alarm and bolus stopped. The insulin pump will not be returned for analysis.